Event description:
The patient's legal guardian (lg) reported the pod stopped insulin properly overnight which led to the patient waking up with high blood glucose levels and ketones. Patient's bg levels were measured to be 29.8 mmol/l (536.4 mg/dl) with finger prick. Lg changed the pod and administered insulin injections. Symptoms reported include nausea, headache and feeling unwell. Lg called the hospital and the doctor diagnosed the patient with diabetic ketoacidosis. The lg mixed the reported pod with other pods and is therefore unable to return the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis diagnosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.